Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 7f exoseal vascular closure device (vcd) could not hook onto the vessel wall during use at the femoral artery puncture site, resulting in occlusion failure. Hemostasis was achieved by manual compression. There was no reported patient injury. A non-cordis catheter sheath introducer was used. The operator was trained, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage or damage to the indicator wire prior to use. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no tortuosity, no nearby stent, and no stenosis greater than 50%. The site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. During retraction, the indicator window was facing up and showed no changes. When removed from the patient, no damage was noted to the indicator wire loop. The hospital reported this case as a serious injury adverse event to the china national medical products administration (nmpa). The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the tip of a 7f exoseal vascular closure device (vcd) could not hook onto the vessel wall during use at the femoral artery puncture site, resulting in occlusion failure. Hemostasis was achieved by manual compression. There was no reported patient injury. A non-cordis catheter sheath introducer (csi) was used. The operator was trained, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage or damage to the indicator wire prior to use. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no tortuosity, no nearby stent, and no stenosis greater than 50%. The site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. During retraction, the indicator window was facing up and showed no changes. When removed from the patient, no damage was noted to the indicator wire loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18433440 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire damaged loop¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.